Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-10197. It was reported the pt (B)(6) began to experience uncomfortable stimulation at low amplitudes, followed by palpitations and pressure in the chest. The pt was receiving stimulation in the targeted areas; however, he reported that it was ineffective. Diagnostic testing revealed low impedances. It was determined the scs lead had migrated. The lead was explanted without issue. The pt's symptoms were no longer present following the procedure. It was noted the lead wires were exposed and frayed.